Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a generator changeout procedure. The physician noted that the right ventricular lead could not be disconnected from the original pacemaker despite loosening the set screw. The pacemaker was explanted and the lead was capped during the procedure on (B)(6) 2023 and both products were replaced. The patient was in stable condition.